Manufacturer narrative:
Correction g4: the correct PMA/510(k) is p970051/s225, not p970051 as previously reported. Per the clinic, the patient experienced purulent discharge around the implant site. Subsequently, the device was explanted on (B)(6) 2026. Reimplantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the patient experienced edema and developed an infection at the incision site. Subsequently, the patient underwent skin revision of debridement (specific date not reported) and treated with oral antibiotics for a duration of 20 days (specific date not reported). The implanted device remains.